Manufacturer narrative:
Device received by manufacturer once investigation is complete a follow up report will be submitted. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-07889. E2 health professional changed to no. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 code 4629, 2898, and 403 were reported incorrectly. New code was added to health effect - impact code and medical device problem code

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. While on impella support, the automated impella controller (aic) had a controller error (yellow alarm). The controller was replaced successfully.